Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on (B)(6) 2014 alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal results. The customer service representative (csr) was unable to reach the patient with follow up questions from the medical surveillance specialist. The following complaint was classified based on information obtained from the original csr documentation. The patient alleged that product issue began about one year prior to contacting lfs. The patient reported obtaining a blood glucose reading on the subject meter which was inaccurately high but did not provide the exact meter reading. The patient manages their diabetes with insulin with no adjustments. The patient reported taking their usual dose of humulin insulin (10 units) in response to the alleged inaccurate reading. The patient reported developing a symptom of ¿passed out at the wheel¿ 25 minutes later. The patient denied receiving any treatment for this symptom. The csr was unable to troubleshoot with the patient as they did not have test strips. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom suggestive of severe hypoglycemia after the alleged product issue began.